Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neuro stimulator (ins) for severe chronic nerve damage to the leg due to amputation. It was reported that there was poor communication. The patient wanted to know how to ¿unblock¿ their patient programmer. The patient has a signal, but the icon remains. If the patient tries to erase the error, they lose the ¿stim¿ so it was being very temperamental. It was further stated that when the patient tried to reposition the patient programmer they felt the stimulation, but only faintly. No further complications were reported or anticipated.